Event description:
Initial result for a patient calcium was 7.1 mg/dl. When repeated on another analyzer the result was 8.2 mg/dl. The incorrect result was not used to guide treatment. The field service representative determined the account was using an old calibration and recalibrated to correct the problem.